Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that all 3 channels of the device will not power on and alarm with no display. This does not indicate a reportable malfunction. However, during verification testing at the service center, channel 1 of the device powered up and displayed e301 (audio alarm failure) with no audible alarm tone.